Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. The impact on the customer's blood glucose level was unknown, specifically whether it exceeded 500 mg/dl. To resolve this, crescent technical support decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. Additionally, the customer was provided with instructions on how to put the pump into storage mode before returning it and was advised on steps to take upon receiving the replacement pump. The problematic pump was to be returned to tandem within ten days using a pre-paid label and return box.